Manufacturer narrative:
The referenced report of previous pump exchange is covered under MFR report #2916596-2016-01206. (B)(4). Approximate age of device ¿ 61 days. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The patient had recently undergone a pump exchange on (B)(6) 2016 due to hemolysis and heart failure symptoms. On (B)(6) 2016, the patient was admitted to the hospital with unspecified significant heart failure symptoms and a lactate dehydrogenase (ldh) level in the 2000 u/l range. The patient's skin appeared gray and the patient was diaphoretic and dyspneic. The patient underwent an emergent pump exchange due to suspected pump thrombosis on (B)(6) 2016. As of (B)(6) 2016, it was reported that the patient remained hospitalized but was doing well. No further information was provided.

Manufacturer narrative:
The evaluation of the returned pump confirmed the presence of thrombus. The pump was returned with the driveline cut approximately 5 inches from the pump housing and a 1 inch portion of the severed driveline was returned. Upon disassembly of the returned pump, examination of the blood tube/rotor inlet section revealed a large denatured thrombus ring adhered to the inlet bearing ball and inlet section of the rotor. The ring appeared to have evidence of laminated layering, which is an indication that it developed over an undetermined time while the pump was operating. A thin thrombus ring was also present on the inlet bearing cup of the distal side the inlet stator. The inlet stator ring appeared to be of the same structure and color of portions of the ring found on the inlet bearing ball, and they were likely a single formation prior to disassembly of the pump. The thrombus formations found in the pump could have contributed to the report of elevation in lactate dehydrogenase level. Examination of the pump¿s bearings, rotor, and blood contacting surfaces under a microscope revealed no abnormalities that would have contributed to the formation of the thrombus. The pump underwent cleaning, reassembly, and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process and the pump operated as intended. The instructions for use lists hemolysis and thrombus as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.